Event description:
It was reported that the patient presented in the clinic with an infection, hematoma and pocket erosion at the implanted device pocket site. The patient was treated with antibiotics. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.